Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited a ventricular pacing annotation on a captured event that could not be explained. It was noted to be possibly due to upper rate behavior but a pacing anomaly was suspected. No device intervention was performed. Patient was stable and will continue to be monitored.